Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via trial that the index procedure date was in 2008. Predilatation was performed prior to stenting of the mid lad with one xience v stent and the 1st obtuse marginal with one xience v stent. No procedural complications were reported. In 2009, the patient was rehospitalized; details of the symptoms are not available. The patient underwent coronary angiography and revascularization to treat edge stent restenosis in proximal and distal edges of the previously placed xience v stent in the mid lad, which was treated with the placement of two additional xience v stents. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Stenosis, as noted in the xience v IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Stenosis and hospitalization are listed as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.